Manufacturer narrative:
Only the tilt actuator was returned. The actuator was returned in two pieces as the spindle on the actuator was fractured. The cause of the fracture is unknown.

Event description:
Alleges customer got stuck in tilt position and had to call fire department to get out of unit.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges customer got stuck in tilt position and had to call fire department to get out of unit.